Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The receiver download retrieve and attach passed. The log was downloaded and evaluated with no findings observed on incident date. The receiver passed the functional test. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.